Event description:
It was reported that a therapeutic flexible ureteroscopy was performed on the left side and a mid ureteric foreign body was encountered. The object appeared to be the remnant of a stone cone from a previous procedure, which was then removed with a grasper.